Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that while using cassette pack (along with other surgical products), post the cataract extraction with intra ocular lens implantation in the right eye, the male elderly patient developed endophthalmitis, toxic anterior segment syndrome (tass), incision size was found to be increased (from 2.4 to 2.75 in size), corneal edema, capsular broken with three-piece handpiece for which the anterior chamber washout and vitrectomy surgery was performed (as surgical intervention), first degree conjunctival inflammation, lid swelling, second degree vitreous inflammation, second degree aqueous cell growth, hypopyon (within fourteen days post surgery). However, there was no ocular pain and pupil was normal with no use of sutures and wound integrity was intact. The patient was treated with antibiotics, steroids and non-steroidal anti-inflammatory drugs. The current condition of the patient was recovering from the symptoms. This report pertains to second of the two patients reported from the same facility. This report pertains to the custom pack used in the surgery.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No product has been returned to the investigation site for evaluation; therefore, the condition of the product could not be verified. There are multiple factors that could contribute to the occurrence of the event. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. No cultures were taken of the patient. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. There is no evidence that the design or manufacturing of the equipment contributed to the reported event. The reported product¿s lot number was not reported, preventing lot specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications. Based on the available information and no materials received for product evaluation, the root cause of this endophthalmitis event is inconclusive. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.